Manufacturer narrative:
At this time, no further troubleshooting was performed and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The shocking vectors were reviewed and were out of range when using the proximal coil. In distal coil to can and in triad measurements were acceptable. No adverse patient effects were reported.